Manufacturer narrative:
Concomitant medical products: rs glenoid plate post aug, 8 deg, right, 320-15-04, 7230722. Eq reverse torque defining screw kit, 320-20-00, a080404. Equinoxe reverse tray adapter plate tray +0, 320-10-00, a049521. Equinoxe reverse 42mm humeral liner +0, 320-42-00, a009504. Eq rev locking screw, 320-15-05, a085019. Equinoxe, humeral stem primary, press fit 11mm, 300-01-11, a014595. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 78 yo male patient, initial left shoulder implanted on (B)(6) 2022, dislocated postoperatively, and was revised to exactech devices on (B)(6) 2022. The patient was last known to be in stable condition following the event. The device is available for return.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder dislocation and revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
Devices will not be returned as the hospital keeps them. No additional information.